Event description:
Patient reported experiencing frequent battery issues with their pump, where the battery level would randomly decrease to severely low levels without warning. There was no reported impact on patients blood glucose level. The issue was forwarded to the technical support team at tandem diabetes care for further investigation, but there was no additional information regarding the outcome at this time.